Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. The 3.0x3.0mm, eccentric, de novo 80% stenosed target lesion containing a lesion bend of between >45 and <90 degrees was located in a moderately tortuous and severely calcified mid left anterior descending (lad) artery. After a pt2 guidewire was advanced to the lesion, pre-dilation was performed with an unspecified catheter balloon. A 28 x 3.00mm taxus liberté stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged. The struts on the 7th most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. During the product analysis the crimped stent od either side of the damage was measured to be within specification. The stent protector was not returned for analysis. No issues were noted with the balloon and tip sections of the device. The tip od measurement which is within specification. It was observed that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).